Event description:
It was reported that the health care professional (hcp) wanted to know why this pacemaker was still pacing during an atrial tachy response (atr) episode. Technical services (ts) reviewed the reports and answered the hcp's question. Ts noted that all the right atrial (ra) signals were in refractory. Ts provided reprogramming options to improve device optimization for this patient. The device remains in use. No adverse patient effects were reported.